Event description:
Customer reported that pump screen went blank unexpectedly and could not be turned on, with no blinking led present. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to troubleshoot the issue, but the pump remained non-functional. Consequently, technical support arranged for a replacement pump to be sent, verified that the pump was under warranty, and provided guidance on using multiple daily injections (mdi) as backup insulin therapy. Instructions for returning the defective pump and putting it into storage mode were also given and acknowledged by the customer.